Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the device failed for muffler tube verification (the red indicator line was missing), muffler sock, loctite- modified set screws and rotational speed (the rotational speed was below the minimum acceptable speed). It was further determined that there was no evidence of a spring in the hose. During service/repair, it was observed that the vanes were worn. It was determined that the issues related to the faulty parts were consistent with normal wear over time. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the device failed for rotational speed (the rotational speed was below the minimum acceptable speed). It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays to the surgical procedure as a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.